Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing knob was advanced. The loading unit was fully applied and engaged in interlock. The knife blade was advanced, and microscopic inspection of the knife blade displayed no damage. Functional testing found that the firing knob advanced and retracted without difficulty, and the knife cut completely. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: remove the single use loading unit (sulu), separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The instrument should not be used on tissue such as liver or spleen where compressibility is such that closure of the instrument would be destructive. Ensure to select a sulu with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in incomplete staple formation, which may compromise the integrity of the staple line. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colorectal anastomosis procedure, the device had partially fired. Another device was used to complete the case. There was no patient injury.